Event description:
Additional information was obtained. It was thought the lead had insulation damage, rather than a fracture. The patient with this device had ventricular tachycardia (vt) treated with anti-tachycardia pacing (atp). The atp did not work as due to the high threshold measurements, the output was too low. The ventricular tachycardia (vt) converted on its own.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and will not be returned for analysis. As analysis will not be performed, boston scientific cannot confirm nor deny the reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed low out of range impedance measurements. In addition, threshold measurements could not be measured. A chest x-ray revealed the lead was not dislodged. A revision procedure was performed. When the pocket was opened, visual observation revealed the lead was twisted around the device resulting in an insulation fracture. A decision was made to replace this lead. This lead was surgically abandoned and replaced. No adverse patient effects were reported.